Event description:
Augmented with silicone gel mammary implants. Implants and capsules removed. Rt implant was ruptured. Augmented with bil saline mammary implants. Six years later pt noticed deflated l implant. Pt underwent removal of deflated l saline implant and capsulectomy. Pt augmented with mcghan saline implant.